Event description:
Additional information received reported that it was unknown how the patient was doing after explant and no device systems were returned.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The healthcare professional (hcp) reported an explant. It was reported that it was unknown what led to the event. Troubleshooting was performed and it was reported that they were all within normal limit. Interventions or actions taken to resolve the issue was reprogramming. It was reported that a surgical intervention was planned. The manufacturer representative (rep) clarified that the patient said their therapy was not working and don't like the feel of the stimulation. Relevant medical history includes non-malignant pain and failed back syndrome - other. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.